Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in moderately calcified left and right common femoral arteries (lcfa) and (rcfa) using perclose proglide devices. Reportedly, after deploying the first proglide suture in the 7-french sized lcfa access site and clamping it to the side and attempt was made to deploy the suture from a second proglide device, but as the device was being inserted resistance was met from a lesion in the iliac artery and the sheath kinked. The second device was removed leaving the suture from the first device in the vessel. The access site was upsized to a 17-french sheath. After the aaa repair procedure, hemostasis of the lcfa was achieved with the first proglide device suture and with a surgical suture. Reportedly, as the device was inserted into a 9-french sized rcfa difficulty was encountered. The device was successful deployed. After the aaa repair procedure, as the knot was advanced to the rcfa, the suture pulled out of the vessel. A surgical cutdown was performed revealing the presence of a small aneurysm, believed to be pre-existing and the cause of the difficulty encountered during device insertion. The vessel was surgically repaired and sutured to achieve hemostasis. Although the physician believed that the patient was not ideal candidate for the use of the proglide device as both common femoral arteries were moderately calcified and the walls of the vessels were described as thin, he believed that the benefits out-weighed any risks. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is filed under a separate medwatch manufacturer report. The left and right common femoral arteries were reportedly moderately calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4) - indication for use. Reportedly one proglide device was used for attempted arteriotomy closure of a 9-french sized access site. Per the indications for use section of the proglide instructions for use the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required.